Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted u604 component on the computer/analog pca. The root cause for the defective u604 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.